Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Front plate was warped. On/off knob was missing. The technician device goes into low battery alert mode, does not initiate self-check. Measuring approx. 3.68 volts direct current (vdc) coming out of the battery holder. Suspected main alarm printed circuit board (pcb). The technician swapped boards and now unit goes into electronic alarms self-check on startup. The root cause was reported to be found that there was impact to front of device damaged main alarm pcb caused by the user interface. The technician replaced damaged main alarm pcb.

Event description:
It was reported that the lights were not turning on properly when first booted up the machine. Not able to complete the preventative maintenance. No patient injury was reported.